Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration not reported) and ceftazidime injection (1 gm, route, frequency and duration not reported) for peritonitis. Ten days after the event, the patient was discharged and has recovered. Pd therapy was ongoing. No additional information is available.